Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post-implant, the right ventricular (rv) lead exhibited loss of capture and increased threshold measurements. The chest x-ray and computerized tomography scan suggested a perforation. However, the output was increased to observe the patient. The following day, the rv loss of capture persisted and the perforation was suspected to be severe. As there was no pericardial fluid, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.